Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: agc da 2000 femoral right 75mm; item# 154809; lot# 804579; agc da 2000 tibial tray 79mm; item# 154815; lot# 1328893; bmt splined knee stm 20x80; item# 141620; lot# 465720; bmt splined knee stm 24x80; item# 141624; lot# 588930; bmet arcom ap patella 34mm; item# 11-150822; lot# 1161262. G2 - foreign: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that due to bearing wear, the patient is planned to undergo a revision. The surgeon is currently awaiting custom implants for the patient, a date for the revision has not been determined. Attempts have been made and no further information has been provided.